Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.2, lab-inr: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.2, reference: 3.4, mean: 2.80, confidence-limits: 1.8-4.2. End-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Patient information was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. On (B)(4) 2009: biosite received 1 inratio meter (B)(4) and 3 boxes of inratio strips. Investigation/functional test revealed no failed test. No corrective action is required as no product deficiency was established. Hence, no further investigation required.